Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl. The patient reported cannula being bent/kinked, while wearing it on unknown location. For treatment, no treatment information was given.